Manufacturer narrative:
On (B)(6) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015 - a medtronic representative, following-up at the site, reported this issue has not reoccurred. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the synergy cranial 2.2.6 software unexpectedly exited. The site re-set the target and entry points, stepped away from the navigation system and a few minutes later the software exited on its own. Using the vertek biopsy to place electrodes. The site re-launched the biopsy procedure and resumed using the navigation system. Delay in therapy was 2 - 3 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.